Manufacturer narrative:
Unknown as not provided by the reporter. Event evaluation: still under investigation.

Event description:
After femoral artery exposure was performed bilaterally an introductory needle was inserted into the left femoral artery to gain wire access to the aorta. After wire access on the left femoral artery and insertion of a stiff wire an attempt to place a cook 24 fr x 25 cm sheath into the left iliac was unsuccessful. The surgeons proceeded to dilate the femoral and iliac artery with a 22 fr dilator with success. They then tried the 24 fr sheath again with still no success. A 22 frx 25 cm cook sheath was opened and inserted into the left femoral and iliac artery successfully. Punctures were made in the 22 fr cook sheath valves with an 18 gauge needle and wires and catheters were used to cannulate the right renal artery and sma prior to zfen prox device insertion. An unknown sheath size was placed in the right femoral artery and a catheter was placed over the wire and replaced for a meier wire into the descending thoracic aorta. The zfen-p-236-137-r was opened and prepped per IFU instructions. The graft was placed on the patient's abdomen and x-ray to show proper orientation of the fenestrations and markers. The side arm and trigger wires locations were noted. The right femoral sheath was removed and the zfen delivery system was inserted into the right femoral artery and advanced to the abdominal aorta while maintaining the graft side arms and trigger wires in relation to the previous xray orientation of the graft. Upon fluoro it was noted that the orientation was not correct and the delivery system was rotated while advancing and withdrawing the sheath to try and reorient the graft. This maneuver was unsuccessful so the delivery system was removed and reoriented outside the patient's body under fluoro. Again the valve side arm and trigger wires were noted of their position. The graft delivery system was then reinserted into the right femoral artery and advanced into the abdominal aorta. The system needed slight rotation to align the anterior/posterior markers. The right renal small fenestration at 11:00 markers were aligned with the wire that was in the right artery. The device was then deployed by unsheathing the first 2 covered stents. Orientation was confirmed and the remainder of the device was unsheathed until the distal fabric of the graft was unsheathed. A separate puncture was made in the 22 fr cook sheath on the left side and a wire and catheter were inserted into the sheath and into the distal aorta. The bottom of the graft was cannulated and the wire and catheter were inserted into the graft. A stiff wire was then exchanged and a 7 fr ansel sheath was placed over the stiff wire. The large fenestration was cannulated using wires and catheters. Upon successful cannulation of the sma with a wire an attempt was made to advance a catheter over the wire. While there was some resistance per the surgeons, the catheter was advanced and a tad wire was exchanged. The dilator to the high flex 7 fr ansel 1 was reinserted and an attempt to advance the sheath into the large fenestration was made. This was unsuccessful and after multiple attempts it was determined that the wire could be between the z stent. The wire was removed and recanalization of the sma was performed. The 7 fr ansel was successfully deployed over an exchanged rosen wire and the dilator was removed. An angio confirmed sma placement. Another puncture in the 22 fr sheath was made and wires and catheters were advanced into the distal aorta. The bottom of the prox zfen was cannulated again and a stiff wire was exchanged to advance another 7 fr high flex ansel 1 sheath into the graft. The dilator was removed and attempts to cannulate the right renal fenestration were made using wires and catheters. While the surgeons were able to cannulate through the fenestration they were not able to get into the right renal artery. They confirmed height of the fen by injecting contrast through catheter that was originally placed into right renal outside of the graft prior to the graft deployment. Attempts were made to rotate and move the graft slightly down to help facilitate cannulation. This was again unsuccessful. They then made gained access again through the 22 fr sheath using an 18 french needle and advanced wire and catheters into the distal aorta. They cannulated the bottom of the graft and exchanged the wire for a stiff wire and placed a 3rd 7 fr high flex ansel 1 into the graft body. The dilator was removed and wires and catheters were inserted to try and cannulate the left renal artery fenestration. They were successful in cannulating through the graft small fenestration (3:00) but were not able to access the left renal artery. Multiple wire and catheter exchanges were performed with no success. They attempted to manipulate the graft again by rotating and pulling the device down to try and gain access to the left renal artery. This was unsuccessful. They then proceeded to try and gain access to the right renal fenestration. Multiple wires and catheters were used without success. It is unclear now whether they reattempted to try the left side again or not. After hours of attempting to cannulate the renal arteries the decision was made by the surgeons to figure out a bail out maneuver. While they discussed that open repair and explant of the graft would be the best and most durable fix, concern about time in operating room, and a mount of contrast given, determined they were not going to open the patient at this time. They discussed pulling the whole device down below the level of the visceral vessels and deploying it in the aneurysm. Upon further discussion it was decided that they were not going to be able to pull the device down. The graft was then deployed as it was with the sma still cannulated with the ansel sheath by removing the gold trigger wire to remove the diameter reducing wire. The black top cap safety trigger wire was then removed and the pin vise was loosened. The inner cannula was advanced deploying the suprarenal bare stent. The pin vise was tightened and the white distal trigger wire was removed. The pin vise was again loosened and the inner cannula was pinned as the grey positioner was advanced to meet with the top cap. After the two components met the pin vise was tightened and the grey positioner was removed. An atrium icast stent was placed in the ansel sheath that was in the sma and was advanced through the large fenestration. The distal end of the icast was left so there was approximately 5mm in the aorta and the icast was deployed. The icast system was then removed after gaining access back to the sma with the ansel sheath. A 7 fr ansel was placed over the wire that was in the right renal artery which was still outside the graft from the beginning of the case. The dilator was removed and a marking catheter was inserted over the wire. A gore viabahn 6mm x 150mm was inserted through the ansel and placed in the right renal artery. The viabahn extended downward between the aortic wall and the prox zfen graft to just below the distal end of the zfen and was deployed. They then post dilated the viabahn with a balloon. Upon final imaging the sma and right renal were confirmed patent through the stents that were implanted. The left renal artery still filled due to the proximal endoleak from the open fenestrations. The wires and sheaths were removed and femoral artery closures were performed. The physician hoped to bring the patient back in a few days for open repair and explant of the zfen proximal component.